Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Fifteen devices were received for evaluation; event was confirmed during testing. Evaluation found that the run/safe markings were illegible. One device was not received for evaluation. These devices were not repairable and were not returned to the user facilities. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 16 </noe> malfunction events, in which the devices were found to have illegible run/safe etchings. There was no patient involvement; no patient impact.